Event description:
It was reported that the patient noticed a green substance on one of the power cables of the controller. The patient denied spilling anything on the device, and was not having any issues with the functionality of the lvad. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a green contaminate on one of the system controller power cables was confirmed. Visual inspection of the submitted photograph and of the returned system controller (serial number: (B)(6)) revealed a green fluid contaminate that was coming out from a tear in the outer jacket of the black power cable located approximately 3.5¿ from the connector side strain relief. The tear and fluid ingress did not affect the functionality of the controller during testing. The controller operated a mock circulatory loop above the low speed limit without issue. The outer jacket was removed from the power cable, and the green fluid contaminate was observed on the underlying layers and wires. No other damage to the underlying wires was observed. The log file downloaded from the returned controller contained approximately 12.5 days of data ((B)(6) 2021 per the timestamp). The driveline was disconnected on (B)(6) 2021 at 15:35:23 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The reported green contaminate was determined to be caused by fluid being inside the controller power cable. The root cause of the fluid being inside the power cable could not be conclusively determined through this analysis; however, the observed tear in the power cable could have contributed to the reported issue. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate ii instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate ii patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook (rev. C) section 2 ¿how your heart pump works¿ and heartmate ii instructions for use (IFU) (rev. C) section 2 ¿system operations¿ explain how to replace the system controller backup battery and how to replace the system controller. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad and informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number pcx-18051, was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.